Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the customer experienced a low blood glucose of 25mg/dl and fell. Low bg cause was not known. Customers wife gave "sugar/glucose shot" to address bg. Customer reverted to an alternate method of insulin therapy.